Event description:
It was reported a patient had been getting poor pain relief for approximately 2 months prior to the report. A dye study and a rotor/ roller study were done as diagnostic tests, and it was noted that cerebral spinal fluid (csf) was not able to be aspirated during the pump study on the date of the report. They were also awaiting the results of a computed tomography (CT) scan. It was noted that a catheter revision would most likely be needed, but had not been scheduled yet. The patient was getting less than 50% therapy relief and the patient status at the time of the report was alive no injury. The pump was infusing morphine. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).